Event description:
Customer called to report the pump had a low battery messager on display without an audible tone. It was stated that the customer used different brand of batteries, but it did not last.